Event description:
Piece of crescent, quick pass lasso arthrex catheter wire passer that was inserted laparoscopically broke off into the patient's shoulder during operation. Posterior incision extended and piece removed with kelly clamp. Xray verification of no retained objects obtained. Identifying #s: ref ar-6068c. Lot 732479031, exp 11-30-2022. FDA safety report ID# (B)(4).